Manufacturer narrative:
(B)(4). The actual sample was returned and evaluated. Visual examination revealed that broken part looks uneven and indented. The drain could break following the mechanical damage in use.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and drain was implanted. Following the procedure, the drain was broken when releasing it in ICU or ward. The remaining part of the drain in the patient&#38112;body was disposed. There was no adverse patient's consequence reported. Additional information will be requested.